Manufacturer narrative:
Summary of evaluation: evaluation results indicate the rasps were worn on the shoulder and pin due to use.

Event description:
The tibial baseplate was loose with no signs of porous ingrowth in tibia 8 years post operatively.